Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a possible electric shock could not be confirmed. Furthermore, a direct relationship between the device and the reported event could not be determined. The system controller event log file showed no atypical alarms or trends in pump parameters. The pump speed remained at or above the low speed limit for the duration of the low file and the pump appeared to function as intended. The submitted x-rays appeared to be unremarkable. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The heartmate 3 lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate 3 lvas IFU warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. Heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. The heartmate 3 lvas patient handbook instructs patients to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or if they are uncomfortable with the operation of the equipment. The heartmate 3 lvas IFU warns that if the external system components have contact with water or moisture, the patient may receive an electric shock. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient experienced a possible electrical shock. Log file analysis noted multiple pi events. No further information was reported.